Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 500 mg/dl. The patient was dehydrated, fatigued, nauseous and vomiting. For treatment, the patient was given fluids and insulin. The patient was discharged after 27 hours. The pod was worn on the arm. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Conclusion: after the review of this complaint, it has been determined that this complaint record has utilized an anticipated actual hazardous situation and actual harm code. This record does not present with an event not listed in the post market surveillance plan or system hazard analysis. This event will contribute to data that is routinely reviewed in patient safety meetings.